Event description:
Sorin group received a report that during a procedure, the s3 roller pump slowed down and then stopped. The pump was hand cranked until the unit was changed out and the procedure continued. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(4). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during a procedure, the s3 roller pump slowed down and then stopped. The pump was hand cranked until the unit was changed out and the procedure continued. There was no pt injury. The investigation is on-going. A follow-up report will be sent when the investigation is complete.